Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device may have been inadvertently disposed of. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein to treat a pelvic congestion using ruby coils. During the procedure, while attempting to advance the first ruby coil through another manufacturer's microcatheter, the physician met resistance after about half of the coil was advanced out of the microcatheter and into the ovarian vein. The physician then decided to retract the ruby coil; however, while the coil was being retracted, it unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached coil was removed and the coil was flushed out of the microcatheter. Thereafter, the physician flushed and reinserted the microcatheter. The procedure was then successfully completed using four new ruby coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush but did flush the microcatheter between each coil used during the procedure. There was no report of an adverse effect to the patient.